Event description:
Ventral hernia in the 2006, a composixe/x was placed laparoscopically, fixation with q-rings (sales rep was attending the case). On the 8th day, the patient received re-laparoscopy due to persistent ileus complaints. Several adhesions were noted on the q-rings. When adhesions were removed, lesion with fibrin deposit were noted. Patient still has ileus complaints. Allergic reaction.